Event description:
It was reported to medtronic neurosurgery that the doctor found that the strata ii valve was broken when he opened the product package. According to the report, the doctor used a replacement product to complete the surgery and the patient's current status is normal. It was later reported that the valve was found to have a hole in it

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the doctor found that the strata ii valve was broken when he opened the product package. According to the report, the doctor used a replacement product to complete the surgery and the patient's current status is normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).